Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by stress due to use, or by external factors or handling. Omsc was unable to review the device history record because the retention period for the device history record had already expired. In addition, the date of manufacture of the device is unknown. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.